Event description:
Facility has been performing this procedure since 6/2000. This incident occurred as a post-operative infection. As a result of this event the user facility has reviewed their internal sterilization methods and informed co that the trivex products were sterilized alone, using both steris and autoclaving. Steris is not an approved method for sterilization of the trivex light wand. Sterilization and cleaning instructions are described in the IFU that accompanies the device. The user facility has acknowledged that they did not review the IFU prior to sterilization of the device. As a f/u smith & nephew has sent an IFU to the contact person.